Manufacturer narrative:
Investigation results: the visual inspection showed that the luer fitting had been crimped with the valve still inside. It appeared that the hospital had tried to keep the valve from popping out after the balloon was inflated by crimping the luer fitting. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short btt black inflation valve dislodged" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out. As a result, the balloon would not remain inflated/would not hold pressure. A replacement unit from accessory kit was used to complete the procedure. The hospital did not report any pt complications.